Event description:
An end user called in to report a red bumpy open area at the 6 o'clock position around his stoma.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated he was prescribed, by his doctor, an antiviral cream (zovirax) in (B)(6) when the issue first occurred. The event 'red, bumpy rash' under the product is deemed serious. From a clinical perspective, a causal relationship between the esteem synergy 2 pc - 2 pc stomahesive (sh) wafer w/ flexible collar and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.